Event description:
Hospital reported balloon and stent in 7 fr ansel sheath passed through well. The stent was deployed, but they were not able to get the balloon to pass back out of 7 fr sheath. Both balloon and sheath were removed from the patient as one unit. This required placement of another sheath to finish the procedure.

Manufacturer narrative:
The returned device was removed from its packaging to determine the cause of the complaint. The catheter was still inside the 7fr introducer sheath. Only the distal tip of the stent delivery system was protruding outside the distal end of the introducer sheath. The entire balloon was inside the introducer sheath. The introducer sheath was flushed with hot water to loosen any coagulated blood from the introducer sheath. The catheter shaft was then pulled upon and the catheter came out of the introducer sheath with a minimal amount of effort. The introducer sheath was then inspected for damage. The distal end of the introducer sheath had been deformed possibly by the withdrawal of the balloon. The distal tip of the introducer sheath was also bent to approximately a 20 degrees angle. There were no signs of damage to the folded balloon. Engineering summary/conclusion: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atrium's final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8 atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12 atm) without leaks or failures. Result: all catheters passed this final inspection. Atrium has produced over (B)(4) catheter assemblies in 2012, of that, over (B)(4) units were performance tested as outlined above. There has never been a device that after balloon deflation was unable to be withdrawn back through the introducer sheath. Conclusion: atrium cannot conclude with the limited amount of details that the inability of the deflated balloon to be withdrawn back through the introducer sheath was related to the manufacturing of the device or the design. Because the returned catheter was removed so easily during the investigation and due to the angulation of the sheath it is possible that the sheath was in too much of a bend upon withdrawal of the deflated balloon. If the introducer sheath had been withdrawn into a straight section of vessel it is probable that the balloon would have come back through the introducer sheath without issue.